Event description:
It was reported by the clinical trial leader that after a starr procedure, the patient was unable to void. A large amount of bright red drainage was noted rectally. A foley catheter was unable to be passed. A large bulge was noted intravaginally and the patient was taken to the or. An exam under anesthesia and laparoscopy were performed and a diverting loop ileostomy was created.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.